Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During procedure, the clip grasped and locked onto tissue, but could not be detached normally. The physician pulled and shook the clip for several times but was unsuccessful. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of the clip was unable to release from catheter. Block h10: investigation results the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned inside of the outer-sheath, and that the device was returned without its outer-sheath attached. Microscope examination was performed, and it was noted that the the clip both activations had been performed; however, there was no evidence that it was used. Additionally, it was found that the the clip arms were misaligned and the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Based on this observation, it is likely that the physician made the full activation of the device when the outer sheath was removed. No other problems with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a endoscopic mucosal resection (emr) procedure performed on (B)(6), 2021. During procedure, the clip grasped and locked onto tissue, but could not be detached normally. The physician pulled and shook the clip for several times but was unsuccessful. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.